Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced new pain unrelated to baseline, discomfort, soreness, and pinching associated with the leads. The patient also reported back pain after sitting or lying down with pressure on the area where the leads exited the epidural space, particularly when the back was pressed against something hard like a chair, driving seat, or bed. The patient underwent a device revision to address these issues. The account was able to bury the leads and pull tissue to the area to decrease the bump the leads were causing under the skin, which was irritating and causing back pain. The revision was successful, and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-nov-2027, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 22-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.